Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 as the atrioventricular pacing from their pacemaker was unusually high even at rest. Upon interrogation, it was noted that there was a constant loss of telemetry with the device. Programming changes were made, which returned the patient's heart rate to a normal pace. The patient was discharged from the emergency room after the programming changes were made.